Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. The customer declined any further assistance or follow up from tandem technical support. No additional patient or event information was available.